Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) units doppler tether does not retract.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional contact information: (B)(6), occupation - biomed. The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the assembly, tether to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) units doppler tether does not retract. There was no patient involvement.